Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas c 703 analytical unit. One example for glucose hk gen.3 was provided: the initial result was 1.9 mmol/l, and the repeat result was 6.0 mmol/l. One example for albumin was provided: the initial result was 7 g/l, and the repeat result was 27 g/l.